Event description:
The customer reported having unexplained high blood glucose of 178mg/dl, and she has treated with manual injections. The caller experienced headache, nausea, and frequent urination. Troubleshooting was performed. The time, date, and settings were correct. The customer stated that she took a bolus of 1.8 units in the morning, and the bolus was not recorded. The customer stated that she sees a bolus of 1.3 units recorded in the middle of the night for blood glucose of 255mg/dl. The customer stated that the insulin pump is not delivering insulin. Assisted the customer with programming a 0.2 unit bolus, and it was recorded in the bolus history. Assisted the customer to run the fixed prime test and the insulin did exit. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.